Event description:
Sorin group received a report that the s5 roller pump intermittently has a delayed response when flow rates are increased. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump intermittently has a delayed response when flow rates are increased. There was no report of patient injury. A sorin group service representative was dispatched to the facility. The representative replaced the shaft angle encoder of the pump and after functional testing; the decision was made by the hospital to return the pump to service. The investigation is on-going. A follow-up report will be sent when the investigation is complete.